Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result (health effect - clinical code,health effect - impact code). Additional information: h4:device manufacture date.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model eg29-i10/serial (B)(4). No further information was provided. Pentax has made 3 good faith effort attempts to collect additional information from the facility. No further information has been received to date. The device was returned to pentax. Pentax service inspectional findings included: forward water jet leak at distal end, failed dry/wet leak tests, objective lens cracked, water nozzle glue missing, segment screw loose at insertion tube, suction tube twisted/kink, hole in # 1 remote control button cover, leak at # 1 remote control button cover. The customer complaint was not confirmed. Repairs were performed on the device which included replacement of the following components: o-rings and seals, air/water/jet tube, objective lens unit, bending rubber, pcb for ccd drive, electrical connector assy, suction channel, remote control button, laser cut filter type 7, staycoil holder bracket, operation channel. The device was shipped back to the facility. The device has been routinely serviced by pentax since install.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.